Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that during surgery, glenosphere center screw would not tighten and come to complete hard to stop. After a few attempts it would tighten then release and spin again the surgeon used a backup part to complete the surgery. The surgery time was extended by about 15 minutes requiring additional anesthesia to keep the patient stable.